Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4) , batch: 7086800 and 7086691.

Event description:
It was reported that the patient underwent an explant of the deep brain stimulation (dbs) system due to a lack of efficacy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6) and (B)(6), batch: (B)(6) and (B)(6).

Event description:
It was reported that the patient that was enrolled in the essential tremor registry (B)(6)study underwent an explant of the deep brain stimulation (dbs) system due to a lack of efficacy. There were no adverse events reported with the lack of efficacy. The devices were not returned for analysis as they were discarded by the facility.